Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that, while the ventilator was in use on a patient, the cockpit screen went blank, a piezo alarm sounded and the ventilation stopped. The cockpit displayed the error "disk boot failure, insert system disk and press enter". The staff manually ventilated the patient whilst setting up an alternative ventilator. The patient has endured no negative repercussions.

Manufacturer narrative:
Please disregard the information provided in the follow up 1. Below the corrected information: as it was not possible to extract the logfile from the device, the analyses is based on the description of the event. The infinity acs workstation nc consists of the ventilating part (vn500) and the displaying part (cockpit c500). If the ventilation is impaired by a malfunction, visual and audible alarms are generated according to the set alarm limits. In the event of a complete loss of function and ventilation failure, the device switches to a safe state. The safety valve automatically opens against ambient with accompanying acoustic alarm to allow the patient for spontaneous breathing. However the displayed error "disk boot failure, insert system disk and press enter" is posted in case the hard disk drive of the cockpit is not accessible for the micro processing system. The safety software initializes a warm start of solely the cockpit c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. During this ventilation continues with the set parameters. Safety-relevant parameters are displayed in the additional oled display, on which the user can see the ongoing ventilation. Due to the fact that a logfile was not available, a potential cause for the reported ventilation stop could not be identified. The displayed error message points towards a malfunction at the cockpit and does generally not affect the ongoing ventilation. Based on the given information it is recommended to replace the hard disk drive and to perform a complete device check before the device is put back into use.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The anesthesia machine was available for investigation. There was no specific device malfunction reported. The reported event could be reconstructed by means of the information stored in the electronic logfile. The case in question was started at 10:36am using manual ventilation. On 10:44am the user switched to automatic ventilation (pressure mode). At this time the device measured 97% inspired and 91% expired o2. In the following ventilation was unremarkable. The o2 concentration decreased until it reached 36%/30% (insp./exp.). At the end of the case it increased again to 100%/98% until 11:48, when the case was completed by switching the device to standby. The device was subject to a long-term test run for several days with various ventilation patterns and o2 settings and operated properly at any time. No deviation could be found. The user reported that 20 was decreased to less than 20%. This could not be understood since the device does not allow adjustment of less than 21%. In addition the lowes reading vor inspired o2 concentration was 36%. The investigation has not revealed a device failure. After a final test the machine will be returned to the customer.

Event description:
Please refer to the initial-report.